Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched coils, stretched polymer, and polymer peeling were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right coronary artery (rca) with mild calcification and moderate tortuosity. The ht bmw universal ii 190cm guidewire (gw) was used in the procedure. During use it was noted that the polymer and coils became stretched between the 15mm and 30mm markers. The polymer coating was noted to be peeling; however, it was reported that no polymer coating remained inside the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.